Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy. The patient reported that the device was not working. The patient reported that in addition to currently being past normal service life, the lead wires kept moving and the therapy wasn't working correctly despite being programmed several times. The patient stated that they just t stopped using the therapy. It was reported that the ins recharger could not charge the ins and there was a potential over-discharge. The patient reported that they plan to return to the doctor at some point for potentially removing ins. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.